Event description:
It was reported that during testing conducted at the MFR facility, the drill caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement, and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, corrosion was discovered within the motor, which is a probable cause of the reported bias current error. The reason for the serialization starting with 90xxx isd to provide clarification following a chang e in stryker's electronic complaint systems.